Event description:
It was reported that during a coil embolization procedure, the coil (subject device) prematurely deployed while being retracted resulting in approximately 1cm of the coil protruding into the parent vessel. The physician deployed a stent to secure the coil against the vessel wall; however, the stent did not fully expand. A balloon catheter was advanced over a guidewire and dilated resulting in complete apposition of the stent against the vessel wall. As the guidewire was being removed, it became entangled with the stent. The physician decided to cut the guidewire, and a second stent was deployed to secure the guidewire in the patient's body. It was reported that further intervention will be required.

Event description:
It was reported that during a coil embolization procedure; the coil (subject device) prematurely deployed while being retracted resulting in approximately 1cm of the coil protruding into the parent vessel. The physician deployed a stent to secure the coil against the vessel wall; however, the stent did not fully expand. A balloon catheter was advanced over a guidewire and dilated resulting in complete apposition of the stent against the vessel wall. As the guidewire was being removed, it became entangled with the stent. The physician decided to cut the guidewire, and a second stent was deployed to secure the guidewire in the patient's body. It was reported that further intervention will be required.

Manufacturer narrative:
(B)(6).refer to manufacturer MDR ID # 2939204-2012-00019 for report filed on neuroform ez stent.

Manufacturer narrative:
The device remained implanted; therefore, analysis cannot be performed. The directions for use (dfu) instruct not to rotate the delivery wire during or after delivery of the coil. Rotating the target coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration..."if it is necessary to reposition the target coil, verify under fluoroscopy that the coil moves with a one-to-one motion. If the coil does not move with a one-to-one motion, or movement is difficult, the coil may have stretched and could possibly migrate or break." Information received indicated that the coil was confirmed to be in good condition post unpacking and preparation, and no resistance was experienced upon retracting it from the aneurysm. Based on the information available, it is possible that procedural factors may have limited the performance of the coil during the procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during a coil embolization procedure; the coil (subject device) prematurely deployed while being retracted resulting in approximately 1cm of the coil protruding into the parent vessel. The physician deployed a stent to secure the coil against the vessel wall; however, the stent did not fully expand. A balloon catheter was advanced over a guidewire and dilated resulting in complete apposition of the stent against the vessel wall. As the guidewire was being removed, it became entangled with the stent. The physician decided to cut the guidewire, and a second stent was deployed to secure the guidewire in the patient's body. It was reported that further intervention will be required.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.